Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs showed that the software detected multiple drb (dynamic reference base) shifts throughout the procedure while placing implants. This can result in registration shifts and affect navigational integrity. Drb shifts are a result of excessive movement of the drb, which the software correctly detected and alerted the user. It is recommended to perform an anatomical landmark check after receiving a drb shift warning. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.